Event description:
Related to MFR report # 2183959-2012-02617, 02618. It was reported by the plaintiff's attorney that on (B)(6) 2009, the plaintiff was implanted with an ams perigee to treat pelvic gorän prolapse and stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "suffered serious bodily injuries, including extreme pelvic pain, extreme dyspareunia, adhesions, chronic interstitial cystitis," permanent injuries and other injuries. The plaintiff's attorney also alleged that the plaintiff "experienced significant mental and physical and revisionary procedures," and that resulted in disability, and mental anguish.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.